Event description:
It was reported that the patient presented with left arm pain and received a 2.75 x 18 mm xience v stent. One hour post stenting procedure of the diagonal artery, acute thrombosis was noted to the left anterior descending (lad) artery at the diagonal. The 3.5 x 18 mm xience v stent delivery system (sds) and the 2.5 x 15 mm mini trek balloon dilatation catheter (bdc) were attempted to be advance but neither could cross the vessel. The patient had an evolving myocardial infarct, ventricular fibrillation and was defibrillated then transferred for coronary artery bypass grafting (CABG). Post CABG it was noted that the patient experienced complications of the lung and liver and approximately 3 weeks later died. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, corrected information was received stating that the patient did not die. The patient remains alive. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death, estimated. The customer reported the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of pain, ventricular fibrillation, myocardial infarction, thrombosis, and surgical procedure (coronary artery bypass grafting) are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.